Manufacturer narrative:
Visual analysis was performed on the returned device. The reported material separation was confirmed. The difficult to advance, difficult to remove, and incorrect procedure were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints. The supera instruction for use (IFU) instructs: ¿should unusual resistance be felt at any time during stent system advancement or stent deployment, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit.¿ however, the event details stated, ¿all devices were removed with the sheath¿. This indicated the physician did eventually remove the entire system, indicating knowledge of the IFU instruction. Based on the information provided, the investigation was unable to determine a conclusive cause for the reported difficult to advance, difficult to remove, material separation, and incorrect procedure. It may be possible that during the insertion process, the clearance between the guide wire and the supera was reduced causing the reported difficulties; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately calcified, moderately tortuous superficial femoral artery. A 5.5x200mm supera self-expanding stent system (sess) faced resistance with a command guide wire during advancement. The sess was removed against some resistance with an unspecified introducer sheath, so force was applied. All devices were removed with the sheath, and it was noted that the sess nose cone had separated and was removed inside the introducer sheath. It was confirmed no portion of the device remains in the patient anatomy. A 5x100mm absolute pro sess was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.